Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transparent ring at the reservoir compartment is broken and the reservoir cannot stay in place. Customer's blood glucose was 302 mg/dl at the time of incident. Customer declined to troubleshoot the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. The insulin pump passed the self-test, unexpected restart error test, displacement test, rewind, prime test, off no power test and excessive no delivery test. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. All operating currents are within specification. Unit received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, cracked case at reservoir tube window corner and missing reservoir tube o-ring.